Event description:
It was reported that the patient was experiencing leg weakness and his leg was swollen. Last week one of the patient's incisions opened up and he needed work on it. The patient could hardly "work" on his left leg. The patient turned his stim off and the swelling and weakness went away for the most part. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the patient saw his hcp, who ordered a cat scan and determined that the patient had a pinched nerve in his back and that was what was causing him to have difficulty walking, not the implant. The patient was receiving epidural shots and seeing a therapist, but it was noted that if the treatments didn't work the patient could need back surgery. It was reported that the patient was not having problems with his system.

Manufacturer narrative:
Product ID (B)(4), lot# serial# (B)(4), implanted: (B)(6) 2012, explanted: product typ lead product ID (B)(4), lot# serial# (B)(4), implanted: (B)(6) 2012, explanted: product typ lead product ID (B)(4), lot# serial# (B)(4), implanted: explanted: product typ recharger product ID (B)(4), lot# serial# (B)(4), implanted: explanted: product typ programmer, patient. (B)(4).